Event description:
It was reported that 130 of the bd ultra-fine¿ insulin syringe were leaking. The followin was translated from spanish to english: some syringes are perforated in barrel's side. At the moment of loading the medication they leak. Was there any impact to patient? Ex.: low dose of drug delivery, hyper or hypoglycemia, lack of treatment, etc. - describe; r: no. There was the waste of medication only. Was medical intervention needed? R: no. Was there exposure of medication to mucous / skin? If so, describe the pep actions taken; r: no.

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 130 of the bd ultra-fine¿ insulin syringe were leaking. The following was translated from spanish to english: some syringes are perforated in barrel's side. At the moment of loading the medication they leak. Was there any impact to patient? Ex.: low dose of drug delivery, hyper or hypoglycemia, lack of treatment, etc. - describe; r: no. There was the waste of medication only. Was medical intervention needed? R: no. - was there exposure of medication to mucous / skin? If so, describe the pep actions taken; r: no.